Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: "swelling and pain. Swelling was due to movement which was probably causing inflammation of tissues and seroma which would spontaneously reabsorb". Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported left side "swelling and pain. Swelling was due to movement which was probably causing inflammation of tissues and seroma which would spontaneously reabsorb". The device remains implanted.